Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received a power source alert when plugged into a wall outlet and the pump subsequently shut down. The customer¿s blood glucose was (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.